Event description:
A discordant troponin (tni ul) result was obtained on the advia centaur instrument. The laboratory ran the samples in duplicate and only the correct result was reported. There are no known reports of adverse health consequences or patient intervention due to the discordant troponin result.

Manufacturer narrative:
A siemens technical solutions center specialist contacted the customer and the customer declined service. The cause of the discordant tni ul result is unknown. No further evaluation of the device is required.